Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cpu, daq board, and display unit to daq cable was replaced to resolve the issue. No patient information provided to date after calls to customer 01/30/23 and 02/07/23. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in unit shutdown and restart during a case. Their was no patient injury.